Manufacturer narrative:
The bolus had also been delivered automatically last night, and the bolus had been delivered even though the operation should not have been performed even now. And the other day it was the cause of the emergency transport. The patient was a child. Device had minor scratched display window, scratched case, faded serial number label, deep scratched keypad overlay and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0873 inches. No over delivery anomaly noted. Please see below for the boluses delivered on (B)(6) 2021 listed in the formatted history file. On (B)(6) 2021 00:54:22.000 normal bolus delivered, bolus programming method = manual bolus, normal bolus amount programmed = 3, bolus amount delivered = 3, on (B)(6) 2021 09:09:50.000 normal bolus delivered, bolus programming method = manual bolus, normal bolus amount programmed = 10, bolus amount delivered = 10, on (B)(6) 2021 12:37:24.000 normal bolus delivered, bolus programming method = manual bolus, normal bolus amount programmed = 3, bolus amount delivered = 3, on (B)(6) 2021 13:33:10.000 normal bolus delivered, bolus programming method = manual bolus, normal bolus amount programmed = 5, bolus amount delivered = 5, on (B)(6) 2021 15:53:18.000 normal bolus delivered, bolus programming method = manual bolus, normal bolus amount programmed = 5.1, bolus amount delivered = 5.1, on (B)(6) 2021 18:21:16.000 normal bolus delivered, bolus programming method = manual bolus, normal bolus amount programmed = 0.1, bolus amount delivered = 0.1, on (B)(6) 2021 19:36:20.000 normal bolus delivered, bolus programming method = manual bolus, normal bolus amount programmed = 5.2, bolus amount delivered = 5.2, on (B)(6) 2021 21:45:50.000 normal bolus delivered, bolus programming method = manual bolus, normal bolus amount programmed = 10, bolus amount delivered = 10, on (B)(6) 2021 21:55:52.000 normal bolus delivered, bolus programming method = manual bolus, normal bolus amount programmed = 5, bolus amount delivered = 5. Device passed the functional test. No over delivery anomaly noted. All boluses on (B)(6) 2021 was programmed and delivered by the customer. No bolus anomaly noted. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the bolus was being delivered by a fairly cohesive unit automatically, and the other day it was the cause of the emergency transport. The customer reported that the bolus had also been delivered automatically last night, and the bolus had been delivered even though the operation should not have been performed even now. The patient was a child. The insulin pump was usually used with the manual bolus. The patient¿s family did not use bolus wizard or preset bolus. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.